Event description:
Needle broke and was left in the body. "Needle broke and was left in the body", concerns a boy who was using a penneedle (32g) taper for an unk indication. In 06 the child had been injected with humatrope (somatropin) using a pennedle. The needle broke and was left in the child's body. On the same day the needle was removed surgically at the hosp. The child was not admitted to the hosp. The pt recoverd completely from the event on the 6th day. It was stated that air shots were performed prior to each injection. The batch number was unk and the product will not be returned for analysis.